Event description:
A complaint was received from an insulin dependent diabetic that indicated the glucometer elite gave a blood glucose result of 32 mg/dl. The patient felt like the patient's blood sugar was high and not low and pt had a headache. The patient went to the hospital and the patient's blood sugar was near 600 mg/dl (method unknown). The time difference between readings is unknown. While on the phone a review of the system was attempted. The customer did not have any testing supplies or other information relative to lot number of reagent, control or check strip etc. A request was made to return the entire system for evaluation. In the meantime a replacement unit has been provided.